Manufacturer narrative:
The returned lead was only available in fragments. It had been cut through 13.5 cm and 47 cm distal of the is-1 connector pin. The proximal, distal, and a medial fragment were available for analysis. In-between, about 11 cm of the lead body were missing. The visual inspection of the fragments showed fraying of the insulation about 6 cm distal of the df-1 connector pin. In this area, the rope conductor to the shock electrode showed a conductor fracture. This damage might have been the cause of the clinical complaint. The position and kind of the fraying are characteristic of massive mechanical stress of the lead due to strong pressure onto the generator housing with simultaneous friction against it. In addition, the fragments showed massive extraction damage. The is-1 connector was damaged. Multiple cuts were detected in the insulation. Blood had entered the lead at these sites. The rope conductors were coiled and partially pulled out of their lumens. The shock coil was strongly deformed and encased in tissue residue. The detected damage pattern indicates strong tensile stress during the extraction, which is probably due to significant ingrowth of the lead. The manufacturing process of this device was reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.

Event description:
This lead was explanted and replaced due to high impedance. Should additional information become available, this file will be updated.